Event description:
The customer was hospitalized for high bgs. Bgs were treated with insulin drip. It was stated that the customer re-connected to the pump once they got home from the hosp and the bgs begin to rise again. The customer indicated that they had multiple blood tests and nothing was found. Troubleshooting was performed. The pump passed the functional testing.